Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed that the system had no power, preventing it from being turned on. Upon troubleshooting by the onsite philips field service engineer (fse) found that the issue with the power hardware (pdu (power distribution unit) fan tray and dcps (direct current power supply) which was replaced and returned to philips for further analysis. The analysis confirmed the malfunction of the power supply and confirmed the 24v power supply was root cause of the issue. Following the replacement of the pdu fan tray and dcps, and the pdu fuses output, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system was not starting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the fan tray, power distribution unit fuses, which resolved the issue. The device was returned to use in good working order.